Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The rf (radio-frequency) head cable was damaged so it was replaced. (B)(4).

Event description:
It was reported the cable on the programmer rf (radio-frequency) head was frayed with metal showing. The rf head was returned for repair. No patient complications have been reported as a result of this event.